Event description:
A home peritoneal dialysis pt reported that he was running out of solution on the last fill. He did not experience any discomfort or any symptoms that may indicate that he rec'd an excessive amount of solution. There was no serious injury or illness.